Event description:
Information was received from a foreign healthcare professional via a manufacturer representative regarding an implantable neurostimulator (ins) of a patient who was implanted in 2014. It was reported that the patient had an MRI of the eyes. The patient felt the ins become hot during the MRI when the ins was off. The MRI was stopped and the nurse put "cold" on it. After a few minutes, the ins could be turned on and worked normally. The heating sensation resolved. It was indicated that the ins was "ok". The radiologist did not use a transmitting and receiving antenna. No further actions were taken and the event was resolved at the time of the report.